Event description:
Report received from the USA stating that the device was "overheating and was too hot to touch" during a spine surgery. There was a delay of less than five minutes. Another identical device was available for use. The reporter stated that no injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence suggests that this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).